Event description:
(B)(4). The locking compression proximal tibia plate-low bend was implanted on (B)(6) 2010 after a motor vehicle accident. The plate was moved close to the joint to fit the original design of the repair. The screw holes were near the joint, which caused the locking screws to be forced straight into the joint. This report is for one 3.5 mm locking compression plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one 3.5 mm locking compression plate. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.